Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. While on support the patient developed a hematoma. A fem stop was placed in the ICU. The patient received two units of blood prophylactically and was then taken to the cath lab for impella removal. The surgeon attempted to tamponade the access site from the contralateral side. An attempt was made at post closure, and it was unsuccessful. A 14 french sheath was subsequently placed into the artery and the patient will go to the operation room for hematoma, evacuation, and site closure. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23866: b3 date of event. G1 reporting contact email revised from the initial submission in accordance with updated procedures. H6 health effect - impact code 4627 was missing.